Manufacturer narrative:
The insulin pump failed the displacement test and an e70 alarm was confirmed in alarm the history screen also, alarmed motor error noted during rewind due to motor encoder out of phase. Unable to complete functional testing due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed. Customer stated they were checking their blood glucose when insulin pump alarmed no delivery. At the time of rewind, the pump alarmed motor error and motor position encoder error. Customer stated her blood glucose was low. She was sweating, cold and shaky. Customer didn't check her exact blood glucose, but it was under 60mg/dl. She treated with food. Customer is unable to troubleshoot at this time. Advised customer the insulin pump will be replaced and revert to back up plan.